Event description:
It was reported that during interrogation, the pulse generator exhibited telemetry inappropriate measured data. The battery data was not displayed except magnet rate. The device remained implanted.

Manufacturer narrative:
(B)(6).